Manufacturer narrative:
Received one device. Confirmed customer complaint of ¿check clutch/plunger¿ error by duplicating error with occlusion testing. No errors are shown in log prior to service date. Additional findings included cracked plunger casing, worn plunger seals, non-OEM leadscrew and worm gear, and worn drivetrain parts. Repairs included replacing the plunger casing, seals, non-OEM and worn drivetrain parts. The pump was recalibrated, and functional testing was performed to confirm errors resolved. Probable cause of customer complaint is due to normal wear and aging of drivetrain parts. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pumps show the alarm message: 'travel coarse error. Check clutch/plunger lever. There was unknown patient involvement and unknown patient harm/adverse event reported